Event description:
It was reported, during removal the catheter was completely ruptured, splitting into 2 parts. The patient underwent interventional radiology surgery in order to remove the intracorporeal 31cm with negative results. Total catheter rupture at 4 cm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, during removal the catheter was completely ruptured, splitting into 2 parts. The patient underwent interventional radiology surgery in order to remove the intracorporeal 31cm with negative results. Total catheter rupture at 4 cm. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of cathter is 35cm. Inserted in basilic vein, 0cm exit site marking. Statlock used. Visible hole/fracture outside the patient (at exit site or on external part of PICC) ;patient symptoms (pain, swelling). Chloraprep used to clean catheter site.